Event description:
It was reported during the procedure, the physician found the catheter bent. A new kit was opened to finish the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for analysis. Signs of use in the form of biological material were observed. It was noted that the catheter body was truncated towards the distal end. The severed portion was not returned for analysis. Visual analysis revealed that the catheter body was kinked towards the truncated end. The appearance of the kinking appears consistent with undue force applied during insertion. No defects/anomalies were observed with the catheter integrity. Despite the catheter being severed, the catheter body length measured 7 7/8", which is within the specification limits of 7 13/16"-8 3/16" per the catheter product drawing. This indicates that a maximum of 5mm of the catheter body was severed and not returned. The catheter body outer diameter measured 0.0575", which is within the specification limits of 0.055"-0.059" per the catheter extrusion product drawing. The catheter body inner diameter at the severed end measured 0.038", which is within the specification limits of 0.037"-0.039" per the catheter extrusion product drawing. A lab inventory guide wire with a diameter of 0.025" was inserted through the catheter. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The customer report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was kinked. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review performed based on a potential lot did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the catheter bent. A new kit was opened to finish the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).